Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017; 429878 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was vegetation growth on the leads. The entire system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon analysis, no anomalies were found. If information is provided in the future, a supplemental report will be issued.